Manufacturer narrative:
Qn# (B)(4). Additional information received on 10 may 2024 states that the issue was resolved by using a new stapler. There was no patient harm or injury. The patient's condition is "fine". The reported complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared misaligned and one unformed staple was in the forming tool. The unformed staple was removed prior to functional inspection. Upon functional inspection, the first staple misfired, and the remaining staples properly formed and released. The sample was disassembled. Die casting were observed anomalies on the forming tool. No other defects or anomalies were observed. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the skin stapler are not closed properly during use on patient. It was open". At the time of this report, the customer has not returned our requests for additional information.

Event description:
It was reported that "the skin stapler are not closed properly during use on patient. It was open". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.